Event description:
It was reported that the external pulse generator was not able to go through its self-test, that the menu button was not working and it improperly shut down. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was not able to go through its self-test, that the menu button was not working and it improperly shut down. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was unable to complete its self-test. Analysis did find that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, that the heart wire block and heart wire contacts were contaminated and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.